Event description:
Procedure type: low anterior resection. According to the reporter: the customer reports that the surgery was completed without problems. The pt was returned to surgery 4 days later because of a bowel content leak. The bowel had to be de-functioned and the pt is to return to surgery in 3 months.

Manufacturer narrative:
(B)(4).